Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 22.5 mmol/l. The customer did a correction bolus manually. The customer stated that the drive support cap is normal. The customer stated that there are no leaks. The customer stated that the manual prime is working and there is insulin at the end of the tubing. The customer was advised to clamp tubing and do a 5 unit fixed prime. The customer was advised that the pump is working as designed.